Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose / protruded drive support disk. Insulin pump received with cracked case at display window corners and display window. Insulin pump received with minor scratched lcd window. Insulin pump received with missing end cap sticker. Unit received with broken belt clip slot. Insulin pump received with stained back address / serial number label.

Event description:
Customer's mother called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer's mother stated that insulin is squirting out of the insulin pump. Customer's mother reported that the drive support cap is loose and is sticking out of the insulin pump. Customer's mother reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 500 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.